Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cerebrovascular accident could not be conclusively determined.

Event description:
Related manufacturer reference 3005188751-2016-00048, 3005334138-2016-00039, 3008452825-2016-00090. Following an atrial fibrillation ablation procedure with placement of a left atrial appendage occluder device, the patient developed symptoms of a cerebrovascular accident. Following the procedure, the patient developed aphasia and paralysis of one arm. No medical intervention was performed and the following day the patient was able to speak, regained mobility of all extremities and was expected to make a full recovery. The cause of the cerebrovascular accident is unknown. There were no performance issues noted with any sjm device.